Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens (iol) implant procedure, nurse reported that the haptic broke off while it was in the automatic cartridge. However, the nurse was able to dislodge it and re-load it. The procedure was completed on the same day. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "during implantation haptic broke off" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).